Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient had total shoulder arthroplasty with biceps tenodesis. Radiographs read by (B)(6). (B)(6) reported a grade 2 glenoid radiolucency at 6 months to a progressive grade 4 at 12 months. Review of received data: - several x-rays were received and reviewed: on (B)(6) 2015: approx 4 x-ray images left shoulder (outer / inner rotation, axial, neer projection): implant in correct anatomical position, no evidence of migration or loosening. On (B)(6) 2015: approx 4 x-ray images left shoulder (outer / inner rotation, axial, neer projection): visible seam formation at the interface between cement (anchoring holes) and bones in the region of the glenoid component compared to the x-rays of (B)(6) 2015:, no conspicuous osteolyses glenoidally visible on the inner rotation. On (B)(6) 2016: approx 4 x-ray images left shoulder (outer / inner rotation, axial, neer projection): compared to the previous x-rays of (B)(6) 2015 osteolytic bone structure in the area of the glenoid with the migration of the glenoid component and increasing formation of the seam formation at the interface between cement (anchoring holes) and bone. Surgical report dated (B)(6) 2015: no abnormalities found in the surgical report. Follow up ((B)(6)): on (B)(6) 2015: good range of movement, x-ray left shoulder. On (B)(6) 2015: the patient is doing well after 2.5 months postoperatively. The x-ray examination shows the components in an excellent position. No evidence of migration or loosening of the components. On (B)(6) 2015: the patient is doing well, increased range of movement, a little difficulty with the forward movement in sitting, but not in the back. Clinically excellent mobility and stability of the rotator cuff. On (B)(6) 2015: the patient is doing better and better. The x-ray image of the left shoulder shows components in excellent position, no evidence of migration or loosening of the components. On (B)(6) 2016: approx 1 year after the shoulder endoprosthesis, the patient is very good, he is very happy about his results. He demonstrates excellent agility, ante version about 170, abduction about 90. An x-ray examination of the shoulder shows the prosthesis in anatomical position in 4 representations, no indication of loosening of the humeral or glenoid component. The patient and me we are very happy about this result. Medical device reporting information: event information: event occurred on (B)(6) 2016. An independent radiographic group reports a grade 2 brightening 6 months post operatively which increased to grade 4 after 12 months. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion summary: it was reported that the patient had total shoulder arthroplasty with biceps tenodesis. Radiographs read by (B)(6). (B)(6) reported a grade 2 glenoid radiolucency at 6 months to a progressive grade 4 at 12 months. As the devices are still in vivo, only the received documents (x-rays, surgical report, follow up reports) were reviewed. The x-ray image of (B)(6) 2015 which is mentioned in the follow-up is not available. As mentioned by the surgeon in the follow-up on (B)(6) 2015, there is no migration of the components on the present 4 x-ray images of the left shoulder but a seam formation at the interface between cement and bone in the region of the glenoid component which is an evidence of an initial loosening of the glenoid component. In the x-ray images of the left shoulder on (B)(6) 2016, an increased seam formation at the interface between cement and bone is visible glenoidally with osteolytic bone structure and loosening of the glenoid component. However, an exact root cause could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. The patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an anatomical shoulder glenoid, pegged, cemented, s on (B)(6) 2015 on the left side. It was also reported: "patient had total shoulder arthroplasty with biceps tenodesis. Mmi reported a grade 2 glenoid radiolucency at 6 months to a progressive grade 4 at 12 months." Patient is being monitored due to glenoid radiolucency.